Manufacturer narrative:
Investigation is on-going. A supplemental MDR will be filed upon the conclusion of the investigation. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged the generation of discrepant sars-cov-2 results for a patient sample when using the cobas liat sars-cov-2 and influenza a/b test compared to the retest results. The customer observed there were two consecutive sars-cov-2 positive results on the cobas liat analyzer. The second sars-cov-2 positive result was queried and re-tested on other platforms. The retest results were subsequently negative. The two results (positive, negative) were released to the clinical staff and the patient was informed of her conflicting results by the clinical staff. The customer indicated that due to an error in onward communication, the patient was placed inadvertently on the covid ward. At this point the patient is being monitored to see if she has now acquired covid-19 as a result of this exposure and no harm has been reported to date. An investigation is on-going to evaluate the customer issue.

Manufacturer narrative:
An investigation was conducted and concluded that the difference in results is likely due to the sample falling in the lod range/difference in assay sensitivities. It is possible there could have been contamination from the previous run however not likely as the analyzer showed no issue or interference and the runs show no abnormalities. It is also possible it was too early for antibody detection. There is no indication this is a false result. No product problem was found during the investigation. (B)(4).